Manufacturer narrative:
Device analysis report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (date not reported) in order to be treated for pain issue.

Event description:
Per the clinic, the patient experienced pain at the implant site, headache and electric shock like sensation when implant site was touched (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.